Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal morphine (unknown) via an implantable pump for non-malignant pain. The patient rep reported that the patient was in the intensive care unit (ICU) for several days this week. The patient rep stated patient had the pump refill on monday and nerve pain in the hands-on tuesday and they thought that was unusual and they did not see anything different on the refill. Patient was admitted to the emergency room (ER) with severe sweating, extreme pain, high blood pressure over 200 systolic, and withdrawal symptoms. The patient rep asked if the pump was working. The patient rep stated healthcare provider (hcp) office told her to call medtronic to get a company rep to check the pump. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the healthcare provider (hcp) reporting that the patient had a refill on monday and was now in hospital because the patient felt as if the pump was not working. The healthcare provider (hcp) would like to contact a local rep to assist with pump. Technical services transferred hcp to national answering service. The hcp mentioned patient was in excruciating pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that the pump ran out and was working. Actions/interventions taken to resolve the issue included refilling the pump.